Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had intermittent button response due to moisture damage at the keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Event description:
The customer reported that the numbers kept scrolling and the keypad was unresponsive. The blood glucose reading was 424mg/dl and she treated with a bolus. The customer mentioned that she is working with her doctor to adjust her basal rates because she was having high blood glucose. The caller stated that earlier she experienced low glucose and she over adjusted. Advised the customer to discontinue use of the insulin pump and revert to a back-up. No further information was provided.